Event description:
During setup for or procedure, package of gauze sponges opened and brown colored foreign object found with one of the sponges. Package of sponges removed from or and sent to biomed for evaluation. Biomed evaluation: light brown colored foreign object approx. 1/4" in length found embedded in one of the gauze sponges. Package of gauze sponges mailed for evaluation.